Manufacturer narrative:
(B)(6). Crawford et al. "Results of a modular revision system in total knee arthroplasty" journal title. Reference journal article attached. The journal of arthroplasty, xxx (2017) 1-7. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant devices ¿ unknown vanguard augment catalog #: ni lot #: ni, unknown vanguard augment catalog #: ni lot #: ni, unknown vanguard polyethylene bearing catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard stem catalog #: ni lot #: ni, unknown vanguard tibial tray catalog #: ni lot #: ni. The article was written by david a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 1 of 6 mdrs filed for the same patient (reference 0001825034-2017-03918 / 03919 / 03921 / 03922 / 03923).

Event description:
It was reported in a journal article that the patient underwent a right knee arthroplasty revision due to an unknown metal complication approximately 5.7 years post implantation. No further information is available.